Event description:
The affiliate reported a customer with suspected positive biological indicator (bi). The customer reported that none of the loads were recalled and were released to use on patients. The customer did not provide information regarding potential patient injury.